Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following ventral hernia repair, a superficial abdominal wall abscess was observed. This resulted to pati ent extended hospitalization.